Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and underwent a hysterectomy. This pelvic pain is a listed event in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case, no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain. She had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and subsequently had severe pelvic pain. She underwent a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device migrated on one side') and pelvic pain ('severe pelvic pain/ severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use birth control or contraception". The patient's medical history included parity 1 (date of births: (B)(6) 1996) in 2015 and gravida I. *essure confirmation test: yes 2010 ( 3 months after placement) dye test. Previously administered products included for an unreported indication: birth control pills from 1997 to 2010. Concurrent conditions included blood pressure abnormal since 1993, hypertension since 1993 and chest pain since 1993. Concomitant products included gabapentin since 2014, levetiracetam (keppra) since 2015, oxycodone hydrochloride (oxycontin) since 2015 and oxycodone since 2017 for blood pressure abnormal. In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("severe and persistent ovarian pain") and abdominal distension ("bloating"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, adnexa uteri pain and mental disorder outcome was unknown and the pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, adnexa uteri pain, device dislocation, mental disorder and pelvic pain to be related to essure. The reporter commented: surgical procedures: brain surgery-2015 for brain tumor breast cancer early 2017-present she did not claimed that you are allergic to nickel or any other component of essure. Also she did not claimed that she experience a hypersensitivity reaction to nickel or any other component of essure. Discrepancy noted in date of insertion-2010, (B)(6) 2009. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-jun-2020: mr received : aka name added, reporter added, lot number added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated on one side") and pelvic pain ("severe pelvic pain/ severe and persistent pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 (date of births: (B)(6)) in 2015. Previously administered products included for an unreported indication: birth control pills from 1997 to 2010. Concurrent conditions included blood pressure abnormal since 1993. Concomitant products included gabapentin in 2014, levetiracetam (keppra) in 2015, oxycodone hydrochloride (oxycontin) in 2015 and oxycodone in 2017 for blood pressure abnormal. In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("severe and persistent ovarian pain") and abdominal distension ("bloating"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"). The patient was treated with surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the device dislocation, adnexa uteri pain, mental disorder and treatment noncompliance outcome was unknown and the pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, adnexa uteri pain, device dislocation, mental disorder, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: surgical procedures: brain surgery-2015 for brain tumor breast cancer early 2017-present. She did not claimed that you are allergic to nickel or any other component of essure. Also she did not claimed that she experience a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results: essure confirmation test: yes 2010 (3 months after placement) dye test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-dec-2017: pfs received: reporters details added. Aka names added. Historical, concomitant condition, lab data has been added. Event severe and persistent pelvic, severe and persistent ovarian pain, bloating, essure device migrated on one side. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.